Event description:
It was reported that a physician's programmer was not holding a charge. The programmer and software have been received and analysis is pending, but has not been completed to-date. No additional relevant information has been received to-date.

Event description:
Analysis was competed on the returned handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis was competed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Date of report, corrected data: the date that the report was received was inadvertently provided incorrectly as (B)(6) 2016 on the initial report.